Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on november 21 with blood glucose level was 100 mg/dl at time of incident and also experienced hypoglycemia. The customer¿s blood glucose level was bouncing from 40 mg/dl to 600 mg/dl, and 414 mg/dl. The customer was treated with insulin injection customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer alleges insulin pump was under delivering because of high blood glucose levels. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.